Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickering. A definitive root cause could not be identified. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction since it was not reproduced during evaluation. It is likely the image flickering was due to a cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred during a therapeutic laparoscopic procedure.

Manufacturer narrative:
E1 - facility name: (b)(6. E1 - address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had connecting section lens protruded and light amount was weak. There were no reports of patient harm.